Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to internal damages. Liquid ingress was established as the source of the damages. The device has been deemed unrepairable. Analysis of reports of this type has not identified an increase in trend.